Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Device evaluation: visual inspection of the returned product found both haptics bent. The lens was returned dry and there was residue on the lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert an aq5010v silicone three piece lens, +3.0 diopter, but the lens became stuck in the cartridge and the haptic kinked. There was no patient contact and another same model but different diopter lens was implanted. The surgeon felt the lens was defective.